Event description:
A medtronic representative reported a navigational inaccuracy during a sinus surgery. The system was accurate in the lateral/medial direction. However, superior/inferior was off by approx 3.5mm, but different amounts with different instruments. The shaver was off by approx 1.9 when they compared the displayed position with the known anatomical position. No impact to the patient outcome was reported.

Manufacturer narrative:
Further analysis determined the exam did not contain all of the required patient anatomy. The scan only contained the anatomy between either temple on the side of the head. This scan would limit the surgeon's space to trace only on the most anterior parts of the face and not around the sides of the head of the patient. If the posterior anatomy is not included in the scan and not available to gather data points, the software will not have data to provide optimal navigation information.

Manufacturer narrative:
The software is functioning as designed. If the tracer registration technique collects points only on the front of the face, accuracy may degrade the further away from the point collection the surgeon is navigating if no data points have been collected posteriorly. If the surgeon requires to be more accurate deeper in the sinuses, it may be required to perform a pointmerge registration method instead. An accuracy check was performed on the system onsite with a demo model and the system was found to be accurate.